Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for their first in-office check in approximately fifteen months. An interrogation showed some t-wave oversensing (twos) on stored electrograms (egm) and some sensing integrity counter (sic). In-office isometric testing did not produce any oversensing or noise and lead impedances are stable and within normal limits. Reprogramming options were presented, and the lead remains in use. No patient complications have been reported as a result of this event.